Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osh and similar past cases, there was the possibility that the reported phenomenon was attributed to the breakage and/or electrical short circuit of the ccd cable, the failure of ccd, or the failure of video connector socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified timing, the endoscopic image of the subject device was not displayed. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found the reported phenomenon was not duplicated, and also found that the image of the subject device was out of focus or blurry due to the breakage of the image sensor.